Event description:
It was reported that patient continued to have difficulty with the inflatable penile prosthesis pump. Troubleshooting steps were taken but these did not resolve the issue. The device was replaced and there was no reported clinical consequence to the patient.